Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate leaked after filling. The device was filled with a 250-ml solution of 90 mg pamidronate in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the leak. The leak was caused by a half-broken tubing at the junction of the luer post. This is a single use device and will not be repaired. The root cause was assigned to excessive force applied on the tubing during use. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.